Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Product evaluation product review of the electric dermatome sn (B)(6) by zimmer-taiwan on 20 may 2020 revealed that the end cap screw on lead entry was missing and had possibly been taken apart. The unit is 26 years old. They found that the motor, switch, bearings, o-ring, seal, reciprocating arm, seal/strain relief, and plug harness assembly needed to be replaced. Product repair: repair of the device was performed by zimmer-taiwan on 20 may 2020 which included replacement of the following: motor, switch, bearings, spring seal, reciprocating arm, seal/strain relief, plug harness assembly the device, serial number (B)(6) , was then tested and functioned properly. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the device does not cut properly. The event occurred before surgery during testing. No harm and no delay. There was no patient involvement. No adverse event was reported as a result of this malfunction.